Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 383059 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited oversensing-noise and was possibly fractured. The lead was capped and new lead was placed on the left side as access could not be obtained on the right side. The patient lifts weights multiple times a week. No further patient complications have been reported as a result of this event.